Manufacturer narrative:
It was unknown if the initial reporter sent report to the FDA.

Event description:
The patient stated that the infusion device was delivering an inaccurate amount of insulin. The patient was hospitalized due to hyperglycemia while using the infusion device. On (B)(6) 2015, the patient's blood glucose was 575 mg/dl and she gave herself a "big bolus" of insulin. Her blood glucose went down to 474 mg/dl. The patient changed all the accessories on (B)(6) 2015, but she still had high blood glucose levels. The patient drove herself to the hospital. The hospital treated the patient with insulin via IV. The blood glucose results at the hospital were unknown. The patient was hospitalized from (B)(6)2015. Return of the suspect device was requested for evaluation.